Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the issue description and the error messages on site, the customer service engineer reseated all boards in both the real time controller (rtc) and the central system controller. As a preventive action the software and config download were performed and installed. After the boards were reseated the system works as intended. According to the customer, in the week before, the air-condition in the technical room didn't work and there was a system high temperature problem reported. This was confirmed by the log files as two messages with too high temperature were recorded. The customer is responsible for the air condition and the maximum environment conditions are part of the operator manual. The root cause was very likely the contact of the boards which could be directly caused by the experienced temperature and/or the produced condensation. No parts were exchanged and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.